Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip movement requiring intervention. It was reported a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4+. An xtw clip was placed in the central region with partial reduction of mr. However, post deployment the clip reversed position and the mr returned. The base of the clip inverted but both leaflets were still attached. An ntw and nt clip were then implanted to stabilize the clip and further reduce mr. The procedure ended with a final mr grade of 1-2. There was a reported delay but the delay did not result in adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and based on the information provided, a cause for the reported migration cannot be determined. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.